Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5cm abdominal aortic aneurysm. Vessel morphology was reported as the diameter of the proximal aortic neck is 25-28mm. The length of the proximal aortic neck is 11mm. Angulation is 45 degrees. Vessel tortuosity was noted as very tortuous. Vessel calcification was noted as mild. It was reported that the patient had left and right previously implanted self-expanding stents in the common iliac arteries measuring approximately 8+mm and 6+mm respectively. The physician decided to place an aui in the right side with a fem-fem right to left and plugged the left common iliac with another manufacturer¿s device (coils). The aui was deployed 7mm below the lowest renal (left). During the final angiogram, a type ia endoleak was noted. The physician added a 32x32 aortic cuff right at the level of the left renal and the type ia endoleak was resolved. The physician attributed the type ia endoleak due by the low placement of the endurant aui. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).